Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula bent events the first event occured on (B)(6) 2023 and second event was on (B)(6) 2024. The first event occured within 3 hours of insertion while second event occured after more than 3 hours of insrtion. The infusio set had been used for 6-7 hours in case of second event. The insertion site was at the upper buttocks. The blood glucose level was 300-400 mg/dl at the time of first event while value unknown but high for the second event. The moderate amount of ketons are also present. Therefore the patient was treated with an correction injection via pump. The patient replaced infusion sets and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-04424. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 5398097 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. However, the reference samples for batch 5394045 were previously tested in complaint (B)(4) on 02/feb/2023. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing: lot 5398097 was manufactured according to the work instruction (wi) version 100 and packaging in the line 3, on 02/nov/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 5398097 and no other complaint has been registered in database for the same lot 5398097 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.